Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that an infusion of tpn and lipids was noted to be leaking at an unspecified location after 14 hours of infusion. There was no patient harm.

Manufacturer narrative:
Concomitant products: 250ml exactamix infusion bag ref h938737 (lot 1100485 exp 2018-10); bd 20 ml syringe; bd 30ml syringe; 10241342; quad-fuse microclave extension set; (2) microclave valves; therapy date (B)(6) 2016. The customer¿s report that the tubing leaked was confirmed. Functional testing found the set leaking between the tubing and the distal end of the filter. Insufficient solvent was observed at the engagement between the tubing and the distal end of the filter. Dimensional analysis confirmed the tubing was within specification. The root cause of the leak was insufficient solvent having been applied.